Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing of noise was observed on the right atrial lead, which caused pacing inhibition. The noise was reproducible with arm movement and pocket manipulation. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.